Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis. Peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was unknown. The same day as event onset ,the patient was treated with vancomycin injection (1gm, every 5th day, intraperitoneal, ongoing) and injection ceftazidime (1gm, once daily, intraperitoneal, ongoing) and injection heparin (1/2 ml, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5, b6 and b7. B5: upon follow up it was reported that on an unknown date, antibiotic treatment was discontinued. It was reported the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.